Event description:
Customer reported receiving a reading of 201 mg/dl on their freestyle freedom blood glucose monitor. The reference reading of 95 mg/dl was received on the lab's meter within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.